Event description:
On 2/23/96 at 2:45 pm the ventilator was turned off and heated aerosol was left on for about 10-15 mins. After heated aerosol turned off, noticed the tubing was melted where ties to the crib. The heated aerosol did not alarm with high heat. The two tubings melted together for about a length of 4 inches.